Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty during a supply change when the device displayed 25 units delivered without visible drops, which was resolved after uncocking the teflon infusion set applicator and pressing and holding until drops were observed; insulin delivery was then resumed, and blood glucose was affected with hypoglycemia of 67 mg/dl reported. Symptoms included low glucose. Outcomes included treatment with oral glucose. Investigation included troubleshooting and user education. Investigation of this case revealed an unclear cause related to infusion set handling during priming, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.